Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, customer reported that they loaded a reagent pack onto the access 2 instrument and did not scan the reagent pack barcode. The result was that the instrument did not list the pack in the reagent inventory. Customer noticed the error and called customer technical support (cts). Cts assisted the customer in retrieving the incorrectly loaded pack. Customer was then able to load the reagent pack successfully. No patient samples were run during this event. The failure mode for this event is user error.